Event description:
The facility reports an overinfusion that occurred during patient use with no patient injury. The infusion was supposed to end at 4:30pm in 2004, and instead ended at 10am on the same day. The device was filled with 230ml of fortum, concentration 7g, and nacl. No additional information.

Manufacturer narrative:
Device involved is available for evaluation, yet it has not been received. A follow-up report will be submitted upon batch review results and completion of device evaluation.